Event description:
On (B) (6) 2010, the patient reported she received an e4 (occlusion) error on her insulin infusion device while trying to deliver a 4.0 unit bolus of insulin. She said she had an elevated blood glucose reading of 200 mg/dl with her target range being below 140 mg/dl. She stated she has felt sick today under stress. The patient was instructed to disconnect from her infusion headset and prime through the tubing which she did without error. She stated she did not have an extra headset with her. She reconnected to her headset and placed her device in run without further error. On (B) (6) 2010, the patient called back and stated her blood glucose is beginning to decrease. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.